Event description:
Info received indicates the head hi/low drive is not working due to fluid ingress onto the power supply.

Manufacturer narrative:
The tech replacead the power supply board to repair the bed.